Event description:
It was reported that the patient infusion set was inserted into a body crease or an area subject to temporary positional blockage and experienced high blood glucose and treated correction bolus via pump event on 09 may 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.